Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a recto-sigmoid resection procedure, the anvil was placed in the proximal part of the anastomosis and the stapler was inserted in the rectum. The trocar of the device was penetrating the distal part of the anastomosis as normal. The anvil was then connected to the trocar as normal. The trocar was then retracted so the two parts of the anastomosis was touching. The fire indicator was green and the safety was then released. The device was fired, but the surgeon did not feel the crunch. They opened the stapler and retracted it from the rectum. There were two donuts on the anvil. When the device was retracted the two parts of the anastomosis (distal and proximal) was not connected. The device had cut a hole in both part of the anastomosis but had not placed staples. According to the surgeon there were no staples in the tissue, but they saw some staples in the instrument. The surgeon placed an ostomy due to the incident. The surgeon did a new anastomosis and had 2 hours surgical time extension. The patient had 2-3 days extended hospital stay. There will be an additional operation to be performed to remove the ostomy for normal bowel function.